Manufacturer narrative:
(B)(4).

Event description:
Medical assistant contacted dexcom on behalf of trial patient on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a permanent out of range signal. No additional patient or event information is available.